Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. Reportedly, customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Ketone level was identified as dangerous by healthcare professional. Additional details and nature of hospitalization were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.